Event description:
It has been reported to philips that the system did not boot up. No harm has been reported to philips.

Manufacturer narrative:
Philips has investigated this complaint. The philips engineer has communicated with the customer via phone and confirmed that the system is not booting up. The philips engineer suggested the customer for onsite repair, but the third-party company handled the issue, and the issue was resolved. No reoccurrence happened. Therefore, no further action could be performed by philips. The codes were updated based on the investigation outcome. Evaluation method code was corrected.